Event description:
A caller reported encountering a cgm error 42 related to their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and assisted the caller in resetting the pump, which resolved the issue as the error code did not reappear.